Event description:
It was reported " iab failed to fully unwrap". The iab volume was decreased to 35cc and alarms stopped. The catheter was not removed. The patient's current condition is reported as "critial".the patient was transfered to another facility.

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "iab failed to fully unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " iab failed to fully unwrap". The iab volume was decreased to 35cc and alarms stopped. The catheter was not removed. The patient's current condition is reported as "critial".the patient was transfered to another facility

Manufacturer narrative:
Qn#(B)(4).